Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this lead was unable to be successfully implanted due to helix was ok at the test of pre-insertion. During placement, helix was extended and entrapped to tissue. Tried to retract, but it was unable to do. Explant from the body and the helix was deformed. This lead was successfully replaced prior pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis indicated that noted dried blood/body fluid in helix housing. Visual inspection showed a deformed helix, stretched out and/or bent. Helix mechanism test not performed due to a deformed helix (stretched out or bent). Continuity testing passed, indicating conductors are intact. The helix difficulty and electrode end damage allegations were confirmed.

Event description:
It was reported that this right ventricular (rv) lead was unable to be successfully implanted due helix was extended and entrapped to tissue. Leas was unable to retract as the helix was deformed. This lead was successfully replaced. No adverse patient effects were reported. Lead has been returned for analysis.